Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. On two days earlier, at an unspecified time, the pt obtained a result of "348 mg/dl" and was feeling tired. It is not known what actions, if any, the pt took after testing with the reported meter. About 45 minutes later, the pt apparently had symptoms of feeling incoherent, sweaty, and non- responsive. The pt said that she was "out of it." The pt's boyfriend attempted to give her orange juice and tested her blood glucose. He obtained meter results of "97 and 95 mg/dl" within 10 minutes, the paramedics arrived and tested the pt's blood glucose. The paramedics obtained a result that was "less than 20 mg/dl." Based on statistical methodology, the calculated different of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The pt was treated with "sugar." An unknown time later, the paramedics tested the pt again and got a result of "37 mg/dl." The pt was tested with the reported meter and another "high" result was obtained. The pt was treated with IV glucose treatment from the paramedics. The pt takes insulin during meals and once every 24 hrs. It is not known what types of insulin the pt takes, what dosages are taken, and if the pt is on a sliding-scale insulin regimen. It would have been helpful to know the following info; if the pt took insulin based on the "348 mg/dl" meter reading, when the symptoms started, and her testing frequency and medication regimen. In addition, it would have been helpful to know what other readings were obtained on the day of the event, what her normal/expected blood glucose levels are, and if she was hospitalized. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers. It is not known if she was cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately high. She performed a meter to other meter comparison that did not meet lifescan's criteria for accuracy testing. The pt alleged having symptoms suggestive of hypoglycemia did not correlate with the reported lfs meter results. The pt reported obtaining a result of "348 mg/dl" and 45 minutes later had symptoms suggestive of hypoglycemia with meter results of "97 and 95 mg/dl."